Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) transvenous lead exhibited indicators consistent with a 'shorted' lead condition. The abdominal device and chronic lead system were replaced with a pectoral implant without incident.